Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states the patient has clicking in the hip. Update rec'd (B)(6) 2015 - patient was revised due to hip pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 01/30/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from popping, clicking, metallosis, debris and elevated ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 15, 2017: litigation received. In addition to what was previously alleged , pfs alleges difficulty in walking and trouble performing normal daily activities. This complaint was updated on may 19, 2018.

Event description:
Update may 15, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address due to failed left total hip arthroplasty due to metallosis and local adverse tissue reaction. Operative report mentioned metallosis and adverse tissue reaction revealed a markedly elevated cobalt is at 5.3 ug/l and chromium is at 5.3ug/l. There is no evidence of pseudotumor and no evidence of gross loosening. There were some mild staining over the greater trochanteric bursa. This complaint was updated on: may 24, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pulmonary embolism. The event description has been updated to indicate the allegations as reviewed. The law firm name, expiration, manufacturing date and UDI, and patient harm were updated as well.